Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, inside a vial. Visual inspection found one of the haptics torn. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Unk, unk, unk, unk, unk, date of event: unk. Work order search: no similar complaint type events were reported for units within the same lot. Claim # 431106.

Event description:
The reporter indicated that a 12.6mm, micl12.6, -16.0 diopter, implantable collamer lens was inserted upside down and when removing it, it tore. The lens was replaced with a backup lens within the same surgery. There was no patient injury.